Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure.